Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. Follow-up is being conducted to determine initial reporter contact information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle medical records received. After review of medical records the patient was revised due to post left total hip arthroplasty with acute displacement of polyethylene liner probably secondary to an episode of instability. There was some anterior wear on the 10 degrees hip which could have come from perhaps a subluxation or perhaps neck impingement. There was some minimal wear on the head. The liner and head were removed. Doi: (B)(6) 2007- dor: (B)(6) 2010 (left hip, first revision).

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error since mrn 1818910-2020-20080 was found to be a duplicate report of mrn 1818910-2010-00578 depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.